Event description:
It was reported that in august , the patient alert sounded for 24 hours. When patient came to the hospital, it was impossible to interrogate the ICD. The patient had a low heart rate (30 bpm) and up to 5 seconds of asystole. The battery was 3.04v when last checked on june 7th and at that time, the patient was almost 100% stimulated in the atrium, 20% in the ventricule. The ICD was explanted and replaced. During ICD replacement, the leads were checked and verified to be in good working order. No further patient complications have been reported as a result of this event.